Event description:
It was reported that during a cochlear implant procedure, the head of the bur broke. It was also reported that the broken piece is missing; no x-rays were taken to check if the broken piece was left in the ear. It was further reported that there were no adverse consequences and another bur was available to complete the procedure.

Manufacturer narrative:
The bur subject to this MDR was returned to MFR for eval. It was visually confirmed that the head was broken from the shank of the bur. The mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.